Manufacturer narrative:
Continuation of d10: 40023 tissue valve implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right atrial (ra) lead appeared to be intermittently undersensing on current and stored electrograms (egm), that appeared to result in inappropriate atrial pacing on stored egms. Additionally, it appeared the ra lead exhibited potential under sensing triggering device classified false termination of atrial tachycardia (at)/atrial fibrillation (af) event(s)at times. The ra lead remains in use. It was also reported that the remote monitoring network report displayed optivol event invalid data. No patient complications have been reported as a result of this event.